Event description:
It was reported that bd connecta plus3 white pegs cracked. The patient was admitted to the ICU with a pelvic fracture, and when the nurse in charge of routine replacement of the infusion tee on (B)(6), she found that there was a leakage of medication at the screw opening of the infusion tee, and immediately replaced it with a new spare tee to connect the patient to the infusion, which had no effect on the patient. The replacement tee was found to have a small crack at the screw opening.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the sample. Analysis of the sample showed that port b of the housing component has a crack. Bd determined that the appearance of these cracks is typical for cracks that can occur when the product has been used together with lubrication solution or infusion with high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.